Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30 -may-2019 with the following findings: during investigation, there was one unexplained power interruption in the black box on the date of the reported "no power" issue. During visual inspection of the pump, there was no damage found to the battery cap. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. There were no power issues noted during testing. The pump was opened and there was no damage found to the power circuit. The allegation of a "no power" issue was not duplicated during investigation. There was no defect found. Unrelated to the original complaint, the battery compartment was observed to be cracked.